Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's pacemaker and this right ventricular (rv) lead exhibited noise and oversensing. The plan at that time was to reprogram and to lengthen the time until a lead revision would be performed. No asystole was noted. Boston scientific technical services (ts) discussed programming options. The lead was later explanted due to noise and oversensing. No additional adverse patient effects were reported.